Event description:
The event involved a chemolock bag spike that the customer reported cisplatin bag in ns 250ml was hung and the infusion started. Upon infusion start, the nurse noticed small amount dripping out of the chemo bag. The spill was cleaned up per protocol and drug was remixed. The incident happened at the patient bedside after the bag was hung on the pump by the registered nurse (rn). There was patient involvement, however, there was no report of patient harm.

Manufacturer narrative:
The device was not returned for evaluation. However, a photograph was provided showing what appears to be a ch-10 bag spike inserted into an infusion bag. There was no damage or leakage visible from the photograph. No DHR lot review was conducted because no lot numbers were identified. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.